Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product information required in retrieving the device history records for reviewing and searching the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product information. Provided information stated the wear to the tibial insert was (B)(4) and suggested poor patella positioning may be a contributing factor to the patella polyethylene wear. Based on the performed investigations inability to identify a root cause or product error as a contributing factor, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient had a bilateral revision to address pain due to poorly tracking patellar components and polyethylene wear of patella and tibial inserts.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.